Manufacturer narrative:
The lot complaint history was reviewed. This is the second complaint for the finished goods lot and for this issue for this lot. The device history record shows the product was released per specifications. No sample was received for this complaint report. Therefore, no visual inspection or functional testing could be conducted. However, if a sample is returned at a later date, the investigation will be reopened and the sample evaluated. The root cause of the customer's complaint could not be established as a sample has not been received. Without analysis of the sample, it is not possible to isolate the root cause. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. After an investigation of this complaint, it has been determined that no action will be taken at this time as a sample was not returned and no root cause could be established. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported when the nurse began to test the cassette and its tubing, it leaked. The product was replaced and the new one passed testing. The pending procedure was performed and there was no harm to the patient. No additional information is expected.

Manufacturer narrative:
The used returned combined cassette pak was noted to contain surgical residue and balance salted solution (bss) crystal was in the fluid path of the manifolds and the aspiration chamber. Crack was observed on the barb of the dark blue aspiration connector on the probe manifold. A full internal pressure leak test was then conducted on the cassette utilizing an external pressure source and no leakage was detected. The sample was tested on a calibrated console and could prime, tune, and pass intraocular pressure calibration successfully. The infusion pressure, irrigation, and aspiration rate were all measured at multiple set points throughout the console range and met specifications. The vitrectomy probe was functionally tested and during proportional reflux, fluid leakage was observed from the cracked dark blue connector. Fluid was able to flow from the bss bottle to the drain bag. Toggling the infusion and the fluid/air exchange (f/ax) modes, fluid and air flowed from the cassette to the infusion line continuously without any bubble in various settings in all sub modes. No leakage was found from the cassette, the drip chamber, the pump elastomer or on the pump area of the fluidics module. No message code appeared on the screen during functional testing. Cleaning process was able to be performed after functional test was completed. If the barb was broken prior to mounting of the tubing, it would not be possible to fully insert the tubing onto the barb connector. This sample contained a broken barb in returned condition indicating this fracture most likely occurred post-receipt of sample. The root cause of the customer's complaint could not be conclusively determined when and where the damage on the blue connector occurred. The tubing was fully inserted onto the barb of the connector indicating this most likely occurred post receipt of the sample, but this cannot be confirmed. Action will not be taken for this occurrence. After investigation of this complaint and analysis of complaints of this nature confirm no unfavorable trend for this event. The manufacturer internal reference number is: (B)(4).